Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they dispatch to emergency medical services due to low blood glucose level on (B)(6) 2022. Customer's blood glucose value was 34 mg/dl and 43 mg/dl at the time of the incident. Another blood glucose level was 135 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer stated that the symptoms related to low blood glucose such as shaky. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer will continue the use of device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in the description summary and provided in b5 section of this report.

Event description:
It was reported by the customer that her blood glucose was normal on the morning of (B)(6) 2022. When she got to work, she had a low of 63mg/dl and she treated with a snack and suspended her pump. However, her blood glucose continued to drop. At 10am, her blood glucose was 43mg/dl. She ate lunch and her blood glucose went up to around 70mg/dl. About 1pm, she had a snack but was feeling shaky. Between 1:30pm and 2pm, she was trying to stand up and teach but could not communicate. One of her students brought her juice but her blood glucose continued to drop. She suspended her pump again. She then fell and passed out. Emergency medical service was dispatched between 2:30pm and 3pm. They treated her with glucose tablets and glucose gel. Customer requested a replacement pump due to the retainer ring recall. Pump was used at the time of the incident. Customer does not wear a sensor. Auto mode was not used.